Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bottle tsa 500ml that the ph was not within the expected range. This occurred an unspecified number of times. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this memo is to summarize findings on the recent complaint (B)(4) against bbl¿ trypticase¿ soy agar, catalog number 299099, lot number unknown with respect to ph deviation. Event description: the customer requested more information on how to measure the ph after being unable to achieve the range specified on the certificate of analysis (coa). Complaint history review: the complaint history has been reviewed for a period of 12 months and no similar complaint was reported for this catalog number. A trend could not be identified. Batch history record (bhr) review: the batch history cannot be reviewed without a lot number. Sample analysis: retain samples could not be analyzed since a lot number was not provided. Return samples were not provided. Pictures were shared by the customer, showing an instruction how to measure the ph. Evaluation results: in the absence of a lot number and without customer samples further investigation cannot be performed. For ph measurements of bottled agar medium, the agar is melted and poured into plates. Plates are incubated at 24 ± 1° c for a minimum of 60 min before ph measurement. The electrode of the ph-meter is rinsed with ve water, dried with a tissue paper, and applied to the medium. Ph is measured at room temperature. Investigation conclusion: based on the above-mentioned evaluation and without the lot number the complaint is not confirmed for ph deviation. Bd regrets the inconveniences you have experienced and will continue to monitor similar incoming complaints.

Event description:
It was reported while using bottle tsa 500ml that the ph was not within the expected range. This occurred an unspecified number of times. There was no health impact or consequence reported.